Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/26/2021. H.6. Investigation: one used primary set, model 2260-0500, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the silicon pumping segment. The customer's complaint of a leak noted in top of pump segment of line was verified. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ntg 20dp 20pk tubing leaked. The following information was provided by the initial reporter: "line change, medication started. Beside nurse noticed fluid dripping from pump. Infusion stopped and line assessed. Leak noted in top of pump segment of line. Line changed and faulty line kept."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation: no product or photo was returned by the customer. The customer complaint of a leak in the top of the pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv ntg 20dp 20pk tubing leaked. The following information was provided by the initial reporter: "line change, medication started. Beside nurse noticed fluid dripping from pump. Infusion stopped and line assessed. Leak noted in top of pump segment of line. Line changed and faulty line kept."